Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024 around 5:30 pm, the cgm reading was 105 mg/dl. The patient was not feeling any symptom of hypoglycemia but after less than 5 minutes, he started vomiting and experienced seizures. The patients son called an ambulance and after a few minutes the ambulance arrived and they took a bg reading which was 42 mg/dl, there was no cgm reported as the patient couldn't see the number because of his vision. In the ambulance, they treated the patient with glucojam (glucose). He ate it and when he arrived at the hospital, started feeling better. There was no documentation about the treatment administered at the hospital. He was discharged on (B)(6) 2024 and at the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.